Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen would intermittently freeze for 10-15 minutes. The customer was not experiencing the issue at the time of the report and declined troubleshooting. The customer reported that when the issue would occur, the screen would unfreeze and pump would function as intended. The customer's blood glucose (bg) level was impacted; however, customer reported bg impact was "insignificant."